Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert for non-sustained v oversensing, however the alert was inconsistent with any stored egm. Myopotential oversensing was suspected. Programming changes were recommended and physician elected not to make any changes as no further alerts had been seen. The device remains implanted.